Event description:
It was reported to the co that the pt presented with a vibrating and buzzing sensation at the implant location. When ICD was palpated, the vibrating sensation could be felt, particularly when the header was manipulated. X-rays revealed no obvious anomalies. Consecutive lead impedance measurements were taken and the deviation from check to check was as much as 100 ohms. Due to the anomalous device behaviors and the impedance variability, it was recommended that the ICD be explanted immediately and returned for analysis.